Manufacturer narrative:
Additional information was received that the patient had a fall. The patient reported a significant positionality to his symptoms and pain where the anchors for his leads has been placed. It was noted that the physician identified a positional spinal cord stimulator with leads that was not currently functioning. The patient will undergo a revision procedure wherein the ipg and leads will be replaced. Please add the anchor and ipg as additional suspect medical device component. Model #: sc-4316, lot #: 15990754 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's lead showed high impedances and were completely inoperable. The leads were not working, and the patient had no stimulation. The patient was seen by a physician and was referred to a surgeon for a revision.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead showed high impedances and were completely inoperable. The leads were not working, and the patient had no stimulation. The patient was seen by a physician and was referred to a surgeon for a revision.

Manufacturer narrative:
Additional information was received that positional scs with the leads meant that there was increase and decrease of stimulation due to postural changes. It was also not certain if the tenderness over the anchors was due to the fall. The patient underwent a revision procedure wherein the system was replaced per physician's preference. The patient was doing well postoperatively. The devices were not returned to bsn.

Event description:
A report was received that the patient's lead showed high impedances and were completely inoperable. The leads were not working, and the patient had no stimulation. The patient was seen by a physician and was referred to a surgeon for a revision.

Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's lead showed high impedances and were completely inoperable. The leads were not working, and the patient had no stimulation. The patient was seen by a physician and was referred to a surgeon for a revision.